Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. No stored events or noise was observed on the presenting electrocardiogram. It was noted a month ago there was an intermittent impedance increase. Patient was seen in the clinic for a follow-up a week later and the boston scientific representative tried provocative manipulation and no abnormal measurements were found. The lead measurements all appeared fine. Technical services suspected the increase in impedances could be a result of electromagnetic interference, although the patient does not recall use of any particular item. The plan is to continue to monitor the patient using the latitude remote monitoring system. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.